Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related complaint: (B)(4).

Event description:
It was reported the flex deflectable videoscope exhibited b30 scope communication error. The issue occurred during therapeutic laparoscopy surgery; procedure was completed with another product of the same model. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Update: section d4 - UDI number. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the breakage of the circuit board caused the b30 scope communication error code. It was presumed that the circuit board was broken since the electrical stress accumulated by repeated use, static electricity was produced, and the overcurrent including an electric leak accidentally flowed. However, the root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the equipment was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.